Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had issue with motor. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Insulin pump failed seating test due to loose/protruded drive support disk. Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.